Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee manipulation under anesthesia followed by a left knee arthroplasty revision approximately three (3) months post-operatively to address stiffness and limited range of motion. During the revision, the knee was noted to be extremely scarred with thickening of synovial tissue. The femoral and articular surface components were revised and the patient achieved 0-120 degrees range of motion upon completion of the procedure. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented standard femoral component left size 12 catalog #: 42502607401 lot #: 64961521, unknown persona tibial component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.